Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the cable insulation is peeling away at donut end and wires are exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had a due to difficulty charging the ins. The patient explained that when he attempted to charge the ins, he got 'no device found' on his controller screen. The patient noted as well that the controller gets real hot. The patient confirmed this issue started on friday. They previously tried to charge the ins, the ins only charged from 30-40% and the controller battery level dropped to 20%. They attempted steps for a discharged device- and optimized recharger antenna position on alert screen 50. They were unable to establish recharging. They saw the middle number on the passive recharge mode screen go from 0, 1, 4, and 100, but wasn't able to establish a connection. They noted it previously was as high as 85. The patient stated as well during the call that the controller was making clicking noises and was getting hot. They were sent to repair for a replacement. They called back for shipping information on september 17th. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.